Event description:
It was reported that this pacemaker system exhibited high capture thresholds, oversensing, and loss of capture on the left bundle branch lead. The physician opted to implant another lead and leave this lead as a back up while the new lead scars into place. No additional adverse patient effects were reported. This lead remains implanted.